Event description:
User facility reported that the pump was administering an infusion of levomepromazine. When pump was checked at 8 am, 2mm of syringe dose was left (instead of expected 10mm). No adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.